Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have received an off no power alarm. Customer was off of insulin pump for an extended period of time. Customer changed battery and attempted to program the time when display screen went blank. Customer cleaned battery compartment and display screen remained blank. Customer reported that battery was seven year old and was advised to change to new batteries and call back if issue was not resolved.